Event description:
Customer reported that three erroneously low sodium (na) and calcium (ca) results were generated by the unicel dxc 600 synchron system. The system was calibrated and quality controls were within spec prior to the event. The erroneous results were reported out of the laboratory. The system was recalibrated, quality controls run and the erroneous samples were retested. The results were amended and reported. There were no changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse cleaned the flow cell and replaced the carbon bridge and calcium electrode. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for add'l reportable events.

Event description:
Customer reported that three erroneously low sodium (na) and calcium (ca) results were generated by the unicel dxc 600 synchron system. The system was calibrated and quality controls were within spec prior to the event. The erroneous results were reported out of the laboratory. The system was recalibrated, quality controls run and the erroneous samples were retested. The results were amended and reported. There were no changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse cleaned the flow cell and replaced the carbon bridge and calcium electrode. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for add'l reportable events.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse cleaned the flow cell and replaced the carbon bridge and calcium electrode. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for add'l reportable events.

Event description:
Customer reported that three erroneously low sodium (na) and calcium (ca) results were generated by the unicel dxc 600 synchron system. The system was calibrated and quality controls were within spec prior to the event. The erroneous results were reported out of the laboratory. The system was recalibrated, quality controls run and the erroneous samples were retested. The results were amended and reported. There were no changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.